Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the unipolar impedance was higher than the bipolar impedance. The technical consultant suspected an insulation issue. The lead remains in use. No patient complications have been reported as a result of this event.